Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
(B)(6) 2016. A medtronic representative performed a navigation system check-out, all areas passed. Replaced transceivers. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged that when in the navigate screen, the navigation system unexpectedly exited to the blue screen. This issue was reported to have occurred without using navigation. A system re-boot restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.